Manufacturer narrative:
(B)(4).

Event description:
The event was reported by a customer from USA: "power cord came apart where it plugs into a/c outlet. This was found during annual certification testing. This is the 5th new style power cord to do this in the last 2 weeks. Nurses have been shocked when this happens. Delay in therapy: unk. Need for medical intervention: unk".